Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient did not feel his rechargeable implant had strong enough stimulation compared to his previous battery. The patient reported that he has had issues charging his implant since it was put in, and sometimes it took him 24 hours to charge and wouldn¿t be able to move. Patient is working with their healthcare provider to get a replacement. No further complications were reported or anticipated.